Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, watertightness not maintained due to holes in the universal cord, adhesive part of the objective lens came off, bending angle insufficient due to elongation of the angle wire, curved rubber scratches, curved rubber adhesive missing, video connector (slave side) damaged, scratches found on the operation part, indicator on the operation unit may come off, scratches found on the grip, scratches are found on the right/left plate, scratches found on the nigiri cover, letters on the nigiri cover have disappeared due to handling, video connector (master side) cracked, scratches found on the light guide connector, index of the light guide connector came off, and video connector case (master side) cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex 3d deflectable videoscope leaking air/water. Upon inspection and testing of the customer returned device, the scope adhesive part of the objective lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled glue of the objective lens could not be determined. It is possible that the peeled adhesive was caused by stress by repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.